Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The technical support team assisted the caller with information on how to reset the pump, resolving the malfunction without recurrence, and advised the caller to continue using the pump while remaining vigilant for any future issues.